Event description:
During the surgical procedure, the electrocautery pencil was activated and a spark was noted. The pt stated he was burning. The sterile towel drapes were immediately removed and found to be on fire. Pt was noted to be burned on his forehead and over both eyes.